Manufacturer narrative:
Investigation: the complaint was investigated for an error message with the z6ms transducer. The transducer was returned, and an investigation was performed. The system error was reproduced during investigation. The cause of the issue was determined to be gastro flex thermistor fault, caused by insufficient reliability; this is related to design. Improvements to the gastro flex trace were implemented into forward production, since march 2017. The transducer returned from the customer site was manufactured prior to the corrective action. Complaint reference #: (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during patient planning, the transducer generated a temperature error (usacquistionhw_31) message when the ultrasound system was booted up. There was no patient in the procedure room at the time the error occurred. The user rebooted the ultrasound system but the reported phenomenon could not be resolved. There was no patient involvement. No additional information was provided.